Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee whose contact details are: (B)(6), which differs from that of the event site. Reference complaint #: (B)(4). The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The one-way valve was also returned, and attached to the extracorporeal tubing. The catheter tubing was flattened along its length, which may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 76.2cm from the iab tip. The evaluation confirms the presence of a kink, a deformed catheter tubing and an occluded inner lumen as analyzed failures. However, we are unable to conclusively determine when these failures may have occurred. Therefore, the root cause is impossible to define. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure modes are addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failures. There were no ncmrs identified which could cause, or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00552, a kink (tubing/ lumen), damaged component (flat tubing) & occluded lumen were found that were unrelated to the reported balloon rupture failure mode. There was no patient involvement.